Event description:
It was reported that while the stimulation was turned on there was a loss of therapeutic effect. There was a rapid decline in symptom control over the past few weeks. The symptoms reported were muscle rigidity and gait changes. There was no known accident or incident related to this complaint. Impedance measurements were normal in differing body positions. The physician programmer reported therapy "on time" as 0%, however, caller reported that the device usage and diary info indicated the implantable neurostimulator (ins) had been on 100% of the time. Caller reported that she made a couple of changes to the programmed voltage, went back to the start session screen and the therapy "on time" changed to 56%. Caller reported that the ins was in the "on" state when she first interrogated it and also that she did not turn ins on or off. Caller reported that pt does not own a pt programmer and therefore does not have the ability to inadvertently turn himself off. Hcp interrogated ins 3 times. Last interrogation ins was therapy "on"=0%, but device usage indicated ins use from 8-12. The battery measurement=2.92, reviewed that this seems reasonable based on implant date and known battery characteristics. Caller reported that on the right side she increased voltage up to 3.4 v and did get some side effects. On the left side she went up to 5.5v and did not get any side effects. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).